Event description:
It was reported that during the pre-use check, the customer tried to measure cuff air pressure, but could not do so because it got deflated. No patient involvement.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. One device was received in used condition with the original packaging opened. During functional testing the cuff inflated and failed to deflate. The complaint was confirmed. The root cause was the connector was found to have a crack, which limited the correct functioning of the inflation system from manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.